Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial lead dislodgement, which led to loss of capture and sensing. The lead was explanted and replaced. During the explant procedure, it was discovered that the ventricular lead had no slack. The physician elected to replace that lead as well. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.